Event description:
During pta of the dorsalis pedis and at, the balloon broke off and the pt was sent to surgery to remove the balloon. The balloon was advanced down the anterior tibial artery until physician met with resistance. The physician twisted the balloon catheter and was able to advance it to the dorsalis pedis artery. Upon inflation, there was multiple filling issues. The physician was unable to deflate the balloon. The physician attempted to remove the balloon and was only able to retrieve a portion of the balloon. The pt required surgical intervention to remove the rest of the balloon.

Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to this reported event.